Manufacturer narrative:
Occupation - the occupation is lay user/patient. The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.5 inr, qc 2: 3.5 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory reagent was stago neoplastine. The customer had received error codes and the heater plate was contaminated with blood. At 8:59 am the result from the meter was 4.9 inr. At 12:29 pm the result from the laboratory was 3.2 inr. There was no adverse event. The customer's warfarin dose was changed based on the laboratory result. The customer's condition was "feeling fine". The customer's therapeutic range was 2.5 - 3.5 inr. The qc was acceptable.